Event description:
It has been reported to philips that x ray was not possible. Device use at the time of event is in clinical use . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing diagnosis coronary procedure which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x ray was not possible. A review of the system log files by philips remote support engineer (rse) showed that the communication with the x-ray generator was not possible at startup. After cold restart, the problem was resolved temporarily and rse suggested for power distribution assembly replacement. Upon functional testing, the fse troubleshooted the communication hub in the main cabinet of the machine room. Reset the power supply of the main cabinet of the machine room and checking the connection of various communication lan cables. To resolve the issue, the fse replaced the power distribution assembly as suggested by rse. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.